Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2367, which occurred on the homechoice pro (hcp) during use during drain 5 of 5. The patient was connected. The baxter technical service representative (tsr) had the patient cycle the power off and on. The se repeated. The tsr had the patient cycle the power again and the hcp went to the press go to start prompt. The patient wanted to use the hcp again that night and stated if the problem occurred again, they would call for a swap. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2367. The patient stated that they were near the end of therapy when the se occurred and that the hcp only alarmed se 2367. The patient stated they cycled the power a couple of times to clear the alarm. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient stated the next night when they performed therapy with new supplies everything went fine. The patient stated since then they have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2367 (generated after either an air in set or air and fluid in set system error) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.